Manufacturer narrative:
Zimmer biomet (B)(4). Gender unknown / not provided. Patient weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Implant date unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #4 was removed due to bone loss. Occlusal trauma. Patient had night guard and the posterior teeth were not splinted. Patient came in and had a loose tooth x-ray revealed and implant in tooth #14 positive with 3+ mobility and a crown to root ration of s/4. Implant lasted 17 years with all of these negative problems. Failure probably due to crown + peri-implantitis and bruxism. Placed bone graft and will replace implant if the patient desired. Implant was placed in 2003. Customer reported that there was no malfunction or damage to the abutment. The implant became mobile due to peri-implantitis and significant bone loss. Per indicated: surgical/medical intervention required for permanent damage: no additional appointment required: yes, new implant. Symptoms as a result of the event: mobility.